Event description:
Information received from a consumer patient receiving dilaudid via an implanted pump. Indication for use was noted as non-malignant pain and other non-malignant pain. It was reported that the patient started to experience "severe abdominal pain" ((B)(6) 2016) prior to their pump shutting down that "became chronic." The patient's pump alarmed and it said elective replacement indicator (eri). The patient had been in the emergency room (ER) twice for pain. A cat scan was done and said "there was nothing in my abdomen." The patient mentioned that the pump had 17cc in it at refill time. The patient did not know what the expected residual volume (erv) was. The patient stated that they went back three weeks later and there was still 17cc in it. It was reported that the patient had gotten "so sick" and had respiratory problems, wheezing and was still not well at the time of call. The patient stated they felt no different without the pump, then when they were using it. The patient did not feel like it was infusing. The "only thing that hurt me more is my knees" and the patient's back (which was what the pump was for) felt the same since it shut down. The patient had lots so much weight, the patient went from (B)(6), "maybe more." The patient reported they wanted to have their pump removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.